Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging missing results. The reporter alleged only being able to see the last result but not the previous results. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.